Event description:
It was reported that the patient with this inflatable penile prosthesis was dissatisfied with the position of the device. The device was removed and replaced to place in a more dependent position. No patient complications were reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis was dissatisfied with the position of the device. The device was removed and replaced to place in a more dependent position. No patient complications were reported.

Manufacturer narrative:
H6. Patient codes and evaluation conclusion codes corrected.